Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of noise on the analyzer port and was unable to reproduce any noise on the port. Analysis did find disturbed solder joints on the electrocardiogram port of the link electronic module (lem) and the lem was replaced and calibrated as a preventive as well as a broken latch tab on the cord door so the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer had noise on its analyzer port. Several analyzers were tried but the situation persisted. The programmer has been returned for service. No patient complications have been reported as a result of this event.